Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (serial # (B)(4) displayed "system error, out of service, revert to manual CPR ". It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.